Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked blood and fluid when the prn cap fell off during the MRI scan. The following information was provided by the initial reporter: "before use, the outer packaging of the indwelling needle was checked to be intact. Within the validity period, the operation was performed according to the standard procedure. The latex cap on the prn fell off during the MRI lumbar enhanced scan, resulting in extravasation of blood and fluid."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2019324. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Relevant functional test the retained sample of complaint batch, 1)45psi leakage test, the test result is qualified, no abnormal. 2)prn pull force test, test the separation force of the sleeve stopper and the adapter, and the test result is within the product specifications. H3 other text : see h10.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked blood and fluid when the prn cap fell off during the MRI scan. The following information was provided by the initial reporter: "before use, the outer packaging of the indwelling needle was checked to be intact. Within the validity period, the operation was performed according to the standard procedure. The latex cap on the prn fell off during the MRI lumbar enhanced scan, resulting in extravasation of blood and fluid."